Event description:
It was reported that examination under anaesthetic showed stage ii anterior and posterior wall prolapse. It was noted that the sling was more in the area of the ureterovesical junction and close to the bladder rather than along the urethra. A mesh excision was performed. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Implanted: (B)(6) 2005; explanted: (B)(6) 2013.